Event description:
It was reported that the handpiece was found with a crack along the side of the silver handpiece. No patient involvement occurred.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument.